Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Company representative reported the customer was hospitalized with diabetic ketoacidosis after the infusion device shut-off due to the automatic off feature. The automatic off feature was set to 13 hours and has since been adjusted. Follow-up was completed with the customer, and he reported he was also under increased stress due to his grandmother's death. He received a blood glucose result of 402 mg/dl at 9:34 a.m., and it is unknown how long the infusion device was off before he realized it. He was treated with insulin via IV after he was admitted to the hospital. No product will be returned for evaluation.